Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4) device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.